Manufacturer narrative:
D10: concomitants: (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; (B)(6), 521-78-36 - threaded pin size 5.1 collarless; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 02-012-47-2009 - logic cr tib insert std, sz 2, 9mm; (B)(6), 02-010-04-0220 - logic cr femoral por, left, sz 2; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported, a female patient, initial left knee implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2025, approximately 4 years post the initial procedure. The patient presented to the surgeon with knee pain. The surgeon removed all components and replaced with a competitor¿s knee implants. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were disposed of by the hospital. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the reason for the clinical symptom of pain reported in (B)(4) cannot be conclusively determined or confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. H6, h7, h9. The following sections were corrected: h6: codes 4756, 4118, 3233, 11 no longer apply. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.